Event description:
It was reported that the patient stated that his inflatable penile prosthesis (ipp) will no longer inflate. The patient believes the fluid is gone, he states that this failure occurred two days ago. The patient asked for assistance as his implanting surgeon is no longer in practice. Patient liaison referred him to (B)(6) to assist in locating a new physician.